Manufacturer narrative:
Na

Event description:
Pt received bilateral sagittal split and then a midline split of the mandible. While attempting to fixate the midline a plate was used, pilot hole was drilled and the screws were inserted. About 3mm from the end the screw head sheared off.